Event description:
2/21/06 - pt changed her oxygen tank and was squirted up the nose with a liquid. She discontinued use of that tank after it happened. 2/23/06 - pt became ill with severe headache, congestion and fever. Pt called dr's office and antibiotic was ordered over the phone. 2-27/06 - pt reported incident and tank was then immediately picked up for examination. Driver found that tank had liquid dripping from regulator of tank and collected specimen in tupperware bowl and brought tank, regulator, cannula and specimen back to office. 2/28/06 - tank was rec'd at office and examined. Gas analyzed to be 99% oxygen. Attempted to get sterile specimen from tank, but no further liquid remanied in tank, so liquid collected at pt's home was sent for culture and drug screen. Airgas/pb notified of malfunction of their tank. 3/1/06--tank deliver to airgas/pb. Dr notified of testing. All lab tests done on oxygen tank.